Event description:
Procedure: nephrectomy. According to the reporter: no staples were dispensed from the device. The patient had to be opened to stop bleeding from the renal artery. 600 ml of blood was lost. At the time of the report the patient is doing well.

Manufacturer narrative:
Date initial report sent: 11/30/2007.